Event description:
It was reported that the syringe flange not in place alarmed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history report (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Device was in excellent condition. Check syringe flange sensor was found in the event history log. The technician was unable to duplicate the check syringe flange sensor at power up or syringe test. The root cause of the reported issue was found to be optocoupler slightly misaligned which was causing the intermittent of the check syringe flange message. Realigned optocoupler. Performed power up process and all functional testing which passed. D4 unique identifier is unknown. No information has been provided to date.